Event description:
Technical services received a call on (B)(6) 2011. There was documentation of at least 8 p-waves without ventricular event. Could produce a little noise with isometrics. There was no capture while moving arm back and forth. Physician was dr. (B)(6) at (B)(6) vascular. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).